Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 47 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include sweating, disorientation, dizziness and having a numb tongue. The patient reports during the initial set up of their controller they had entered some incorrect values. The patient reports they had drank orange juice as well as soda and consumed chocolate. Once at the hospital the patient was treated with fluids containing sugar. The patient was discharged from the hospital after 1.5 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.